Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The family of a patient with an implantable neurostimulator reported that the patient is experiencing decreased urine output, but is also experiencing leaking. The family member also stated that the patient cannot feel stimulation. When stimulation was increased from 3.8 to 4.1v the patient still was unable to feel stimulation. The family was advised that the patient should follow-up with their healthcare provider to assess the need for reprogramming. The patient's indication for use was urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor and the patient later reported that they were going to meet with a manufacturer representative to adjust programming. The patient status is unknown at the time of this report.